Event description:
It was reported via phone call, that the customer was hospitalized from (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 580 mg/dl. The customer was not wearing the insulin pump prior to the time of hospitalization. The customer advised that he took off the insulin pump and reverted to manual injections hours before hospitalization. It was also reported that the customer received no delivery alarm. Unable to troubleshoot due to this being a past event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.